Event description:
It was reported that the insulin gauge displayed a different amount than expected, with a static fill estimate of 145 units. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that this issue could arise from significant variances in measured pressures used to calculate insulin remaining. It was explained that once the insulin amount equals the displayed static figure, the fill estimate would function normally. The customer understood and acknowledged this explanation.